Event description:
The nurse practitioner was injecting the patient with botox when the needle attached to the botox syringe malfunctioned, causing botox to squirt out around the hub of the needle, resulting in loss of botox and botox going in patient's eye. Nursing contacting pharmacy and optometry and washed out patient's eye per their recommendation. An extra 50 units of botox had to be drawn up to replace the botox that was lost. 25 units were lost.